Event description:
Customer reported the beam exceeds the visible image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. System operates as intended. (B) (4).